Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. It was unknown what the device was sent in for. Per visual inspection, damaged dso seal, damaged remote dose connector. Device testing found a problem with a defective expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso seal, remote dose connector, and sanded expulsor. Functional tests were performed.

Event description:
It was reported that the pump is sent in for repair. There was unknown patient and unknown patient harm/adverse event reported. It was reported that no further information is available.